Event description:
The customer reported to olympus that there was a b30 error while using the evis exera iii xenon light source. The issue occurred during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated on-site by an olympus field service engineer, and no problem was found. The device is not expected to be returned for further evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the error b30 scope communication issue could not be determined. It is possible that the error was caused by the attachment of moisture to the electric contact point of the scope which caused an abnormality in communication. The instruction manual identifies that error b30 signifies a scope communication error as a registry error, where the scope identification date fails to deploy due to the attachment of a foreign body or moisture at the electric junction. Olympus will continue to monitor field performance for this device.